Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a distal resection of rectum for adenocarcinoma procedure, when the surgeon acted the closure device of the stapler, the levers used to close the sutures acted strongly and the sutures did not come out. The procedure was completed using another device. No patient adverse consequencies.

Manufacturer narrative:
(B)(4).